Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total right hip arthroplasty in 2007 and a left hip arthroplasty in 2002. Patient alleges necrosis and elevated metal ion levels. A review of the invoice history confirmed the initial surgery occurred (B)(6) 2007. An invoice for the 2002 procedure could not be located. There has been no revision procedure reported to date for the left hip. Additional information received noted patient underwent a right hip revision procedure on (B)(6) 2014. During the procedure, surgeon allegedly noted the presence of metal. The acetabular cup and modular head were removed and replaced. Patient further alleges pain and difficulty following the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05964 / -05965).

Event description:
It was reported that patient underwent a total hip arthroplasty in 2007. Patient alleges necrosis and elevated metal ion levels. A review of the invoice history confirmed the initial surgery occurred (B)(6) 2007. No revision procedure has been reported to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.